Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.0cm was returned for analysis. Fracture of the re coil was noted at 2.1cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of noise and high lv lead impedance.

Event description:
It was reported that noise and high, out of range pacing impedance were observed on an egm. Fracture was observed under visual inspection. The lead was explanted and replaced. The patient was well.